Event description:
It was reported that this right ventricular (rv) lead was suspected to have perforated the septum a month after implantation. The patient reported sharp pain for which was given medication. This lead exhibited high pacing thresholds and loss of capture (loc) when reviewed during a follow up. The perforation was noted upon xray imaging. The patient underwent surgical intervention to reposition the lead. This device remains in service. No additional adverse patient effects were reported.